Manufacturer narrative:
One brk transseptal needle was received for evaluation. The stylet was not returned. No functional anomalies were noted when the needle was flushed, and an air aspiration test was performed using a slip tip syringe. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported air leak remains unknown.

Event description:
During the pulmonary vein isolation atrial fibrillation procedure, the needle was placed into the right atrium and when drawing back on the luer lock syringe an air leak occurred. The needle was replaced and the procedure was completed with no adverse consequences to the patient.